Event description:
Reprise IV study. It was reported that complete heart block occurred requiring a permanent pacemaker to be implanted. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading dose of 81 mg of aspirin and 300 mg of clopidogrel.a lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve with successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in accordance with the directions for use and deployment into a more accurate position within the aortic annulus. Event summary: on the same day of the index procedure, the subject developed complete heart block and left bundle branch block (lbbb). A new permanent pacemaker was implanted and the patient was treated with medications. At the time of reporting, both events were considered to be not recovered. It was further reported that: on the same day of the index procedure, post tavi, electrocardiogram revealed transient complete heart block and left bundle branch block. A new boston scientific permanent pacemaker was implanted and the patient was treated with medications. The subject was discharged on aspirin and clopidogrel. At the time of reporting, both events were considered to be not recovered. It was further reported that during the 30-day follow-up visit post index procedure, electrocardiogram(ECG) revealed moderate aortic valve stenosis. No action was taken to treat the event. At the time of reporting, the event was considered not recovered.

Manufacturer narrative:
A1: patient identifier corrected from (B)(6) to (B)(6). B5: describe event or problem: additional information. B6: relevant tests/laboratory data : additional information.

Event description:
Reprise IV study. It was reported that complete heart block occurred requiring a permanent pacemaker to be implanted. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading dose of 81 mg of aspirin and 300 mg of clopidogrel.a lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve with successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in accordance with the directions for use and deployment into a more accurate position within the aortic annulus. Event summary: on the same day of the index procedure, the subject developed complete heart block and left bundle branch block (lbbb). A new permanent pacemaker was implanted and the patient was treated with medications. At the time of reporting, both events were considered to be not recovered. It was further reported that: on the same day of the index procedure, post tavi, electrocardiogram revealed transient complete heart block and left bundle branch block. A new boston scientific permanent pacemaker was implanted and the patient was treated with medications. The subject was discharged on aspirin and clopidogrel. At the time of reporting, both events were considered to be not recovered.

Event description:
(B)(6) study. It was reported that complete heart block occurred requiring a permanent pacemaker to be implanted. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading dose of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus edge valve with successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in accordance with the directions for use and deployment into a more accurate position within the aortic annulus. Event summary: on the same day of the index procedure, the subject developed complete heart block and left bundle branch block (lbbb). A new permanent pacemaker was implanted and the patient was treated with medications. At the time of reporting, both events were considered to be not recovered.